Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "an administration set model hs-008-b, lot 2008004, leaked 5fu during a patients infusion. Area is unknown currently. 5fu had spilled on multiple parts of the set." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "an administration set model hs-008-b, lot 2008004, leaked 5fu during a patients infusion. Area is unknown currently. 5fu had spilled on multiple parts of the set." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on (B)(6)2022. Visual inspection confirmed that the filter had covered up dried 5fu and that indicates the filter had leaking issue. The reported issue was confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2022-00007.